Event description:
It was reported that the cutter mechanism would not allow the cutter to close in removal of the holster upon completion.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the cutter mechanism would not allow the cutter to close in removal of the holster upon completion. The analysis site confirmed the customer complaint and found the cutter would not close due to a crack in the top motor mount, confirming the customer complaint and the analysis site replaced the top motor mount to correct the issue. Heavy contamination caused rusting of the rotation and translation drive shafts and bushings, as well as two 21 link ladder chains, and to correct these issues the site replaced two drive shafts, two bushings, and two 21 link ladder chains. The site replaced the bottom motor mount because it was broken, and per the service manual, service test were performed with no functional faults found. The device history record has been reviewed and has passed qa inspection.